Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a "burning sensation" at her implantable neurostimulator (ins) site. Also, the ins was protruding and causing discomfort. Patient desires to have the device relocated and surgery may take place at a later date.

Event description:
Further follow-up indicates the patient had their ipg explanted and replaced to resolve the issue